Event description:
The consumer reported their thermometer was giving false positive reading on their infant. The infant was admitted to the hospital, where it was confirmed that she did not have a fever. The consumer stated that the infant was put through some routine medical tests because of the false readings. There were no complications from this incident, and the infant is doing fine now.